Event description:
It was reported that a patient presented with over-sensing of noise and inappropriate automatic mode switch noted on the patient's right atrial lead. It was suspected to be due to insulation breach or conductor fracture. No intervention or adverse patient consequences were reported.